Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and fentanyl via an implanted pump. The indication for pump use was spinal pain. The patient reported, ¿I've already seen the surgeon who thinks the pump or the line has gone bad.¿ the patient also stated, ¿a couple months ago, a doctor working with the managing doctor said it reported that I have more meds than what's actually in the pump.¿

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.